Event description:
The child's leg was jammed between the crib railing and the mattress frame at the foot of the crib. The leg was able to be moved after gentle manipulation was used. The design of the crib creates an opening that needs to be closed with a soft material to prevent recurrences of this type.